Manufacturer narrative:
Cmp-(B)(4). (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hip revision procedure was carried out due to liner wear.

Event description:
Information was received that the right hip was revised.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the returned device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A review of the complaints database over the last three years has found 1 similar complaint for this item code. No trends have been identified that require further investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.